Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction bolus through the pump and did not require third-party assistance. The customer would resume insulin therapy to address the issue and ultimately reverted to an alternate method of insulin therapy.